Event description:
Info received from a sales rep indicated that a pt experienced a sub-acute thrombotic event after having coronary artery stents implanted. The indication for the procedure was non-elevated st segment myocardial infarction. The target vessel was the mid right coronary artery (rca). The lesion was mildly calcified with percent of stenosis unk. The lesion was pre-dilated with a 2.75x12 apex balloon at 6 atms twice followed by the deployment of a 3.0mm x 28mm cypher stent at 18 atms. A 2.5mm x 23mm cypher stent was then implanted, at 20atms, distal and overlapping the first stent. The stents were not post-dilated. The pt was discharged on coreg, aspirin and plavix. Two days later, the pt experienced stent thrombosis that was treated with balloon angioplasty. It is uncertain if the pt filled his prescriptions and took the medication after he was discharged after the procedure.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 3003742446-2009-00059. The sterile lot numbers for the devices are unk; therefore, a device history report review could not be conducted. Thrombotic events are a known potential adverse event associated with implanting coronary artery stents. A pt's history of smoking puts them at an increased risk for an adverse event. Review of the available info suggests that pt and/or pharmaceutical factors may have contributed to the event.